Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The instrument was found with a broken curved blade at the midpoint. The broken piece, approximately 0.38" x 0.10", was not returned. Material was missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the harmonic ace instrument had broken tines. The instrument was removed and a backup instrument was used to proceed. Following this, the customer continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instruments were inspected prior to use and no damage or anything out of the ordinary was observed. The procedure was a low anterior resection. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient¿s anatomy.